Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
At 8:02 a.m. On (B)(6) 2026, a nurse was establishing an intravenous line for a patient prior to surgery. When connecting the IV tubing to the IV connector, the screw thread failed to engage with the indwelling cannula, causing the solution to leak. The nurse immediately opened a new IV connector and connected the IV tubing without incident. This incident did not result in harm to the patient.

Event description:
No additional information.

Manufacturer narrative:
Correction: d.4. Device lot number is unknown investigation summary: a complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. The root cause was not concluded due to unavailability of batch information.